Event description:
It was reported that caller stated that recharger is not working although it was unclear what the issue was. Caller indicated patient is going back to puerto rico on friday. Caller stated that patient brought their equipment to clinic on (B)(6) 2022 and worked with a medtronic representative (mdt rep) and their healthcare provider (hcp) whom noted that it was just normal wear and tear on the recharger but to call patient services (ps). Caller conferenced on patient's daughter who indicated that recharger is not charging the implantable neurostimulator (ins) and nothing is coming up on the screen when they attempt to connect with recharger. Technical services (tss) attempted to obtain serial numbers but patient's daughter only had desktop charger and confirmed there didn't appear to be any damage to connector pin. Caller then conferenced on the hcp who indicated that antenna cord is frayed. Tss asked if the recharger itself is powering on and working and the hcp stated no. However, the hcp didn't have a desktop charger so it's unknown if the recharger is dead and just needs to be charged or is dead and has issues with recharging from the wall. Reviewed that recharger will be requested to be sent so that at the very least, patient will have a fully charged, functioning recharger so they can charge their ins. Tss reviewed that if, upon receiving replacement, any other issues are found to call back right away.

Manufacturer narrative:
Continuation of d10: product ID: 37651, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.